Event description:
Additional information received has provided date of reported myocardial infarction as (B)(6) 2011 and not (B)(6) 2011 as was initially reported.

Manufacturer narrative:
(B)(4): eval results: (myocardial infarction).

Event description:
During index procedure, two lesions were treated. One endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the prox lad and one endeavor sprint rx drug-eluting stent to the mid circumflex. On same day as index procedure a mi occurred. The investigator indicated that the reported event was unlikely related to the study device but possibly related to the study procedure. The pt was discharged home from hosp the following day. (Ref MFR # 9612164201100597).